Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that she has low blood glucose due to her insulin pump is over delivering. Customer stated that she noticed insulin delivered after the insulin pump was suspended. Customer stated that she did a manual prime and the insulin continues to drip after the motor stops. Nothing further was reported.